Event description:
The pt reported popping and poor sound quality in 1994. At that time, the results of 2 integrity tests were consistent with normal device function. The electrodes producing poor sound quality were deactivated in the pt's sound processor program. In early 2007, the pt reported that he had not used his cochlear implant system "in years" and that he experiences pain and tinnitus when using the device. The results of an integrity test done on feb. 21, 2007 were consistent with several malfunctioning electrodes. The device was explanted and the pt was reimplanted with a new device in 2007.